Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure wherein the ipg will be upgraded so that patient could get a magnetic resonance imaging (MRI) in the future.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.